Event description:
On (B)(6) 2014 the lay user/patient¿s mother (reporter) contacted lifescan (lfs) alleging that the onetouch ping meter displayed an error 2 message. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue first began in (B)(6) (year/time not specified). The patient manages her diabetes with insulin pump therapy. According to the csr¿s documentation, in response to the alleged meter issue the patient reportedly increased her insulin dose at approximately lunch time (date not specified) and approximately one to two days after the reported meter issue began, the patient reportedly developed ¿high blood sugar¿; however, the reporter denied the patient received any form of medical intervention after the alleged issue occurred. It would have been helpful to know the following information: after the issue occurred if the patient continued to administer her insulin (via pump), despite not being able to obtain a blood glucose reading; and if so, how did the patient determine the appropriate insulin doses to take; if the patient tested with a secondary/ back-up device after the issue began; if the patient made any adjustments to her insulin doses during the time period she was unable to obtain a blood glucose reading; what specific symptom(s) did the patient develop; and what did the patient do to treat her symptoms. At the time of troubleshooting the csr verified the patient was not using the meter for the first time and the patient was using the correct testing procedure (per owner¿s booklet recommendation). Since the reporter did not have any of the patient¿s testing supplies available, the alleged issue remains unresolved. A replacement meter was sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Serial # information was not provided. Test strip lot #: information was not provided.